Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case the customer reported that during an incremental continuous CT (cct) procedure, a "gantry acquisition system cannot perform this" message was displayed on the monitor, and the procedure was halted. The customer alleges that dose was given during the failed acquisition and the patient received extra dose because this failed acquisition has to be repeated. The fse confirmed that the cct procedure was then completed successfully.